Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as it was identified that the liquid crystal display backlight connector was electrical discontinuity/open. The display wire insulation was pinched, the red wire insulation was exposed. The main seal was pinched, and the hanger assembly was broken. The lower and upper case were broken. The shorting bar and case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rubber gasket of the external pulse generator (epg) was exposed. The epg was returned for service and subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.